Manufacturer narrative:
A ge service representative performed an onsite investigation. The charger board was evaluated and replaced. The charger output was calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited charger failed error message upon system start up. This error prevented the system form booting to a usable state. No pt death or serious injury was reported related to this event.